Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: persona posterior stabilized (ps) narrow femoral catalog # 42500006402 lot # 63486897, persona stemmed tibial component catalog # 42532007102 lot # 63573132, persona all poly patella catalog # 42540000029 lot # 63544338, palacos r 1x40 single catalog # 00111214001 lot # unknown, palacos r 1x40 single catalog # 00111214001 lot # unknown. Multiple MDR reports were filled for this event: 3007963827-2018-00063, 3007963827-2018-00064, 0002648920-2018-00345.

Manufacturer narrative:
Reported event was confirmed by review of medical records. A review of the x-rays was conducted by the patient's physician. It was noted that there was good alignment of the prosthetic components. No evidence of immediate complication. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain following total knee arthroplasty. Additional medical records received further note a decrease in active range of motion, along with decreased flexibility and strength. No further information is available.